Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -5.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a toric lens of different power due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial, dry. Visual inspection found the lens optic deformed, haptic torn and broken. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).